Manufacturer narrative:
It was originally reported the malfunction was related to the cot but upon investigation it was determined the issue was caused by the fastener having difficult loading/unloading, which is not reportable. B5 and h codes have been updated to reflect results.

Event description:
It was reported the hatch got stuck between the transfer and anchor, making it difficult to load/unload the cot into the ambulance. This was initially reported as being a malfunction of the cot but upon investigation it was determined this issue was caused by the fastener. There are no reports of patient involvement or adverse consequences.

Event description:
It was reported the hatch got stuck between the transfer and anchor, possibly indicating it was difficult to load/unload the cot into the ambulance. There was no reported patient involvement or adverse consequences.